Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. The patient reported that she was having so much pain at the implant site. The patient reported that she was miserable, she could hardly walk. The patient reported she was so miserable. The patient reported that she had fallen on the implant about 5 or 6 times (falls not related to the device or therapy) and she thought these falls have caused something to break. The patient also reported that if she moved a certain way, she felt what she described as an electrical shock going through her. The patient reported that the electrical shocks that she was having now had just come on since her back had gotten worse. The patient reported that she had nerve endings that were shooting out of her spine. The patient clarified that she meant her condition had worsened. The patient reported that she went to her healthcare provider (hcp) the other day about the issue and the hcp told her to call the manufacturer to have it turned off. The patient reported that the doctor didn¿t want to mess with it and told the patient to call the manufacturer. The patient reported that she wanted to meet with a manufacturer¿s representative (rep) to turn stimulation off. It was reviewed that the patient could use the patient programmer (pp) to turn stimulation off. The patient reported that the pp didn¿t work. The patient was walked through changing the batteries and the pp was working as designed. The patient was able to connect and reported that stimulation was set to 0.0v and was off. No further complications were reported.